Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump stopped working. The customer's blood glucose value was unknown. The insulin pump was exposed to moisture. Customer reported that the type of moisture exposure was submerge into water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies, corroded battery tube and corroded motor home switch. Unable to perform displacement test, self test, and current measurements due to display anomaly.